Event description:
It was reported that the patient presented to the ep lab at (B)(6) hospital for a left bundle branch lead upgrade procedure. During the procedure, it was observed that the helix of the right ventricular (rv) lead did not fully extend and was unresponsive to the locking tool, appearing to be stuck. The rv lead was not used and replaced. The patient was in stable condition.